Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer reported a false negative architect sarscov-2 igg result on a (B)(6) yr. Old mexican male. On (B)(6) 2020 the patient presented an onset of initial covid symptoms. On (B)(6) 2020 the patient was tested by a real time pcr method and generated a negative result. On (B)(6) 2020 the patient was tested again by a real time pcr method generating a positive result. On (B)(6) 2020 the patient sample generated a sars-cov-2 igg result of 0.29 s/c; repeat result of 0.28 s/c (<1.4 s/c = negative). There was no impacted to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely negative results included a search for similar complaints, review of complaint text, trending data, labelling, scientific literature and device history records. Return testing was not possible as returns were not available. Tracking and trending reports were reviewed and did not identify any related trends. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 16318fn00 did not show any potential non-conformances, or deviations related to the customer observation. Performance testing using a retained sample of the complaint lot indicates that the lot is performing acceptably. In-house testing for reagent lot 16311fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Per product labeling, patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. The product package insert advises that results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Review of the manuscript bryan et al. 2020. "Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho", j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation of the architect sars cov-2 igg reagent lot 16311fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.